Event description:
The fse reported that the system would not make an exposure. This resulted in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reseated a video connector. The system operates as intended.